Event description:
It was reported that an ilet user experienced a hyperglycemic spike to 342 mg/dl after announcing a lower-than-usual meal size despite reportedly eating the usual meal, followed by aggressive automated corrections that led to a low fingerstick value of 63 mg/dl. The user treated the low with oral glucose and received education to monitor meal size and announcements. Symptoms included hypoglycemia and hyperglycemia without additional clinical signs or reported symptoms. Outcomes included minor injury of hypoglycemia, however, no lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem involving improper or incorrect procedure related to accurate meal announcement in relation to carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.